Manufacturer narrative:
(B)(4).

Event description:
The svc report shows the customer reported that the 840 ventilator shut down while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer supports engineer (cse) verified the malfunction. The cse inspected the device and secured the ac power cord to the breath delivery unit. The unit passed extended self testing.